Manufacturer narrative:
Trilliant surgical attempted to obtain the omitted information as part of internal complaint handling activities. Patient age at time of event, date of birth and weight not reported. Date of event is unknown. The event is considered to be when the patient expressed that they no longer wanted the implant inside of her body. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable to non-sterile trilliant surgical products. Lot # and unique identifier could not be confirmed. See note below. Implanted date is unknown. Explanted date is n/a to this report as the implant remains in the patient's body. Reprocessor name and address n/a to this report. Concomitant medical products and therapy dates not reported. Initial reporter fax number not reported. Device manufacture date could not be confirmed. See note below. *note: because the length of the 3.4 x 3.0mm hammertoe implant is unknown, brand name and model # feature 'xx' in place of the length measurement. Due to this unknown implant length, lot # and unique identifier (UDI) # and device manufacture date could not be confirmed and device history record (DHR) review could not be conducted for the implant attempted to be removed. Investigation (including evaluation summary of device(s) returned to manufacturer [if part returned]). Evaluation of similar complaints. The complaints log was reviewed to identify any similar events involving a two step hammer toe removal between july 2019 and august 2020. July 2019 was also reviewed to account for the sales data not being finalized for august 2020 at the time of the investigation. Four (4) similar complaints were identified. Of these four (4) identified complaints, the root causes were as follows: unknown (1), patient noncompliance (2), and patient noncompliance/failure to follow the IFU (1). None of these related events can be confirmed to contain parts from the same lot number as the reported event as the lot number for the reported event is unknown. DHR review: part / lot number(s) are unknown/could not be narrowed down because the reporting sales representative does not know the length of the associated 3.4mm x 3.0mm hammer toe implant that was removed or any original implantation case details. As there are many available lengths for the hammer toe implant, potential lot numbers could not be narrowed down and reviewed. Therefore, DHR review was not completed. Review of surgical technique: two-step hammer toe implant system instructions for use, (B)(4), corresponds to the event. It is documented that the doctor / user followed the IFU and there are no abnormalities to document. Visual & dimensional inspection, simulated use testing the part was not returned so no visual or dimensional inspection could be conducted. Simulated use testing was not conducted with similar parts. Due to the nature of the event with the implant removal occurring due to patient preference, simulated use testing was not conducted. Investigation conclusion as stated within customer complaint report (ccr) information and evaluation, frm (B)(4), doctor 1 "reported the implant was being removed upon patient request but otherwise was satisfied with the results the implant provided. The patient did not want the hardware implanted any longer, no pain was reported." Thus, the root cause for the removal is attributed to patient preference.

Event description:
On 08/07/2020, a trilliant surgical sales representative reported an alleged deficiency related to the performance of a 214-00-009 (3.4 spade driver) intraoperatively. The reported deficiency occurred during a hammer toe implant removal performed by doctor 1 at facility x on the evening of (B)(6) 2020. The original case information for implantation of the 3.4mm x 3.0mm implant, length unknown, is unknown. The sales representative confirmed via phone that all information available regarding the complaint has been provided. Information not provided is not available. This activity confirms a diligent and honest good faith effort has been made for this ccr. Doctor 1 reported the implant was being removed upon patient request, but otherwise was satisfied with the results the implant provided. The patient did not want the hardware implanted any longer, no pain was reported. Intraoperatively, doctor 1 was able to explant the spade portion of the 3.4mm x 3.0mm hammer toe implant from the middle phalanx of the second toe without issue. When she inserted the driver over the spade and began to try and remove the implanted screw portion, however, the 214-00-009 driver bent. The sales representative reported between the amount of time the hammer toe implant had been implanted (time frame unknown) and good bone quality, the implant proved hard to remove. Doctor 1 decided to keep the implant in in fear of destroying the middle and proximal phalanx. The 214-00-009 will be returned to trilliant surgical's cooperate office by the sales representative for further investigation. The 3.4mm x 3.0mm implant remains implanted.